Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40y1u, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon clamped a vein with a medium ligaclip, the device did not automatically rearmed. It has cut the vein leading a haemorrhage. The procedure has been extended the time that the surgeon perform an anastomosis of the vein.

Manufacturer narrative:
(B)(4). Batch # r9451z. Device analysis: the analysis found that the msm20 device was received with the cartridge cover out of its intended position. Due to this condition, the clips could not be fed as intended. 10 clips were found inside clip track. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch r9451z number, and no non-conformances were identified.